Event description:
It was reported that during a percutaneous coronary intervention (pci), a vessel perforation occurred. The 99% stenotic lesion was located in the mid right coronary artery (rca). The patient was admitted to the hospital in cardiac arrest, cardiogenic shock, with an interior mi, and ischemic brain injury. The physician stated, that the patient was essentially in a coma and had to be intubated. The physician attempted to cross the lesion in the mid-rca with a 3.5x20mm liverte monorail stent, but was unable to cross. A dissection was noted; however, it was unclear when this occurred. The physician attempted to cross the dissection with a 185cm j-tip pt2 guide wire, and perforated the rca. The physician stated, that the perforation was not a result of a device malfunction, but rather, a technical error due to poor visibility. He stated that the vessel was severely thrombosed; therefore, making it difficult to navigate through the vessel. He also noted that the perforation was small and had closed on its own by the time the procedure came to a close. The patient died post-procedure; however, the time, date, and cause of death are unk. In the opinion of the physician, the liberte sds and pt2 guide wire were unrelated to the death of the patient. Further info was requested regarding this event, but was unavailable.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis is not available. Should further relevant info become available, a supplemental medwatch will be filed.